Event description:
Our office in (B)(6) received a report concerning a female pt who experienced chemical burns with pain, irritation, redness a swollen eye after she used consept one step disinfecting solution and did not use a neutralizing product. The pt visited her optician to get new contact lenses. The optician thought he used a bottle or multipurpose solution to store the lenses and also gave the bottle to the pt. But apparently gave her an expired bottle of consept one step disinfecting solution (hydrogen peroxide). The pt applied her right lens and experienced pain; she removed the lenses but the pain did not resolve. She sought medical treatment where she was told her eye was burnt. She was prescribed bepanthen (panthenol) eye gel and isopto-max (dexamethasone/neomycin sulfate/polymyxin) ophthalmic drops. The pt did not return for a f/u visit and her symptoms took about 2 weeks to resolve. The optician indicated that he thought the bottle of consept one step was included in his most recent delivery of multipurpose solution. Review of shipping records showed that he received kits with this lot number in (B)(6) 2009.

Manufacturer narrative:
(B)(4). The device has expired, no testing will be performed. A review of the mfg records for the reported lot was performed; no deviations were noted and the product met all specifications. All pertinent info available to the MFR has been submitted..